Event description:
It was reported that customer experienced a power source alert and was not able to charge their pump. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump.